Event description:
The plaintiff's attorney alleged that on or about (B)(6) 2006, decedent suffered from cardiac injuries and/or related symptoms and subsequently expired on (B)(6) 2006 after the use of the product.

Manufacturer narrative:
The is one event for the same patient involving two separate products.